Event description:
The hosp reported that at the beginning of an endoscopies vein harvesting procedure, vaso view hemopro wires looked incorrect. The physician pulled out the harvesting tool of the hemopro and inspected it to see that the cutting/sealing wires were pulled out. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history record review was completed for lots 25113450, 25112340 and 2510928, the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).